Event description:
Procedure performed: robotic sigmoid colectomy, fistula takedown, ileostomy creation event description: the kii balloon blunt tip trocar was hit by a robotic arm within the abdomen causing the tip of the trocar to break off. No one was hurt. They opened up a new trocar and inserted it in to complete the case. No patient injury. Product is available for return. Additional information was received via email on 16oct2023 from applied medical, account manager associate: a kii balloon blunt tip trocar was used during a robotic case and mid-procedure the tip was broken by a swinging robotic arm. Another trocar was used to finish the case. The trocar was saved. Additional information was received via email on 18oct2023 from applied medical, account manager associate: cff73 lot #1490705 broke during robotic sigmoid colectomy, fistula takedown, ileostomy creation. Robotic instrument arms, (prograsp, small grasping retractor, vessel sealer) were being used at the time of the event. The intuitive surgical /size 8mm instrument clamp was used int the robotic surgery. The cannula tip broke inside the patient abdomen. The obturator was not inside the cannula at the time of the incident. The break was considered to be a clean break. The break did not cause particulation. All pieces were retrieved from the patient. The trocar was inserted by rotating in an alternating clockwise and counterclockwise direction. There was no difficulty during insertion. No instruments were inside the cannula at the time of the incident. Additional information was received via email on 20nov2023 from account manager associate, applied medical: there was no mention of a bag involvement initially so I am confident it was not involved. Rep will confirm when point of contact responds. Additional information was received via email on 21nov2023 from account manager associate, applied medical: my contact has informed that there was no issue with the bag. Type of intervention: they opened up a new trocar and inserted it in to complete the case. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the fractured cannula tip was caused by a robotic arm coming into contact with the cannula tip causing it to crack and fragment. It is also possible that the cannula tip material was more susceptible to fracture. The event unit is not validated for robotic use.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic sigmoid colectomy, fistula takedown, ileostomy creation event description: the kii balloon blunt tip trocar was hit by a robotic arm within the abdomen causing the tip of the trocar to break off. No one was hurt. They opened up a new trocar and inserted it in to complete the case. No patient injury. Product is available for return. Additional information was received via email on 16oct2023 from applied medical, account manager associate: a kii balloon blunt tip trocar was used during a robotic case and mid-procedure the tip was broken by a swinging robotic arm. Another trocar was used to finish the case. The trocar was saved. Additional information was received via email on 18oct2023 from applied medical, account manager associate: cff73 lot #1490705 broke during robotic sigmoid colectomy, fistula takedown, ileostomy creation. Robotic instrument arms, (prograsp, small grasping retractor, vessel sealer) were being used at the time of the event. The intuitive surgical / size 8mm instrument clamp was used int the robotic surgery. The cannula tip broke inside the patient abdomen. The obturator was not inside the cannula at the time of the incident. The break was considered to be a clean break. The break did not cause particulation. All pieces were retrieved from the patient. The trocar was inserted by rotating in an alternating clockwise and counterclockwise direction. There was no difficulty during insertion. No instruments were inside the cannula at the time of the incident. Type of intervention: they opened up a new trocar and inserted it in to complete the case. Patient status: no patient injury.